Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported that a broken plate was discovered via x-ray on (B)(6) 2015. The soft tissue surrounding the plate was also noted to be swollen. A revision provision was performed that day. This is a veterinary case. Additional information is not available at this time. This report is 1 of 1 for (B)(4).

Manufacturer narrative:
Product investigation summary: a manufacturing evaluation was completed with results as follows: the plate with unknown lot number is broken in half at the fourth of six holes. The dimensions of the broken plate were, as far as possible, checked and found to be in compliance with the actual version of the valid technical drawing and ao/asif specifications. All screw holes are deformed or worn. The plate was shortened on one side to 6 holes. A final manufacturing conclusion cannot be presented because of the missing lot number and the condition of the product. Visually, there does not appear to be an issue other than the damage sustained by mechanical overloading. The microscopic view of the broken surfaces does not show any anomalies of materials structures, what indicates material conformity. The complaints statistics does not present an increased breakage rate of the article in question. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional narrative: this event involves a veterinary case; therefore, patient information will not be reported. Date of postoperative breakage is unknown. Subject device has been received; no conclusions could be drawn as the device is entering the complaint system. Additionally, a review of the device history records could not be requested as no lot number was provided for this complainant part. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.